Manufacturer narrative:
The pipeline flex shield braid was returned. There was no pusher or catheter returned with the braid. The distal end of the pipeline flex shield braid was not opened due to damaged braid. The proximal end of the braid was fully opened and moderately frayed. No other anomalies were observed. Based on the customer's photos and analysis findings, the pipeline flex shield braid was confirmed to have failure to open at the distal end as the distal end of pipeline flex shield braid was not opened due to damaged braid. The damage to the braid on the ends of the pipeline flex shield is likely the results of re-sheathing the device more than recommended two times. Possible contributing factors of failure to open include damage to braid and patient tortuous anatomy. However, the patient vessel tortuosity was not reported. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex shield embolization device has successfully expanded, deploy the remainder of pipeline flex shield embolization device by pushing the delivery wire and/or unsheathing the pipeline flex shield embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex shield embolization device. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex shield embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. The device involved in this event is not approved in the us; the device's brand name and model number are provided below. This report is being filed against a similar device, which is provided in section. Brand name: pipeline flex with shield technology, model number: ped2-500-18. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient had a giant aneurysm which had previously been coiled and treated with another flow diverter. Inflow was diagnosed during follow-up and the device was attempted to be put in the other flow diverter; however, the device did not open in the distal segment as expected. The device was not positioned in a bend. Less than 50% of the device had been deployed when it failed to open. The device was removed from the patient. The patient was undergoing surgery to treat an ruptured, saccular aneurysm located at the right internal carotid artery with a max diameter of 25mm and a neck diameter of 10mm. There were no patient symptoms associated with the event. The devices were prepared as indicated in the IFU.